Manufacturer narrative:
Tech found the head of bed would not go up. Found the up valve was not functioning. Replaced the valve to resolve this issue.

Event description:
Info received that the head of bed will not go up. No injury reported.